Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 3, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The caller was advised to reach out to a healthcare provider for backup insulin therapy, as no backup was available at the time.